Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Detailed functional analysis found the device was not pacing in the ventricular chamber at any of the programmed settings. Pacing is required to perform a lead impedance test which failed due to the loss of ventricular pacing. The device casing was opened and the battery was removed; an external power source was connected to the device in order to measure the current usage. The device functioned in normal fashion; however, internal measurements noted a degraded ventricular pacing capacitor was leaking excess current, which resulted in reducing the battery voltage below the minimum required to sustain ventricular pacing.

Event description:
Boston scientific received information that this implantable pacemaker and right ventricular (rv) lead experienced loss of capture at maximum outputs and no pacing impedance measurement available in all configurations the day following implant. No visible pacing artifact was observed despite the ventricular pace. During commanded impedance testing the value obtained was n/r with the message data cannot be collected at the present settings. Sensing was acceptable. All right atrial measurements are acceptable. A chest x-ray was performed which confirmed no dislodgement. Boston scientific technical services consultant was contacted whom provided troubleshooting techniques which were unsuccessful. A revision procedure is intended to be performed to evaluate lead and connections. Currently, all products remain implanted and in service. No adverse patient effects reported.

Event description:
Subsequently, additional information was received that this device is at the battery status elective replacement indicators (eri) and was replaced successfully do to the reported product performance issues. This device was then returned to boston scientific for laboratory analysis. No adverse patient effects reported.